Event description:
(B)(4). Period bleeding got worse heavier and constant would get like a 2 day break then back heavy again. Always tired and emotional had horrible thoughts in my head very irritable. Stomach pains and bloated all the time. Made my lower back hurt and my headache more often.